Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. During investigation, the meter switched on as expected. The customer service mode was run and no anomalies were found. Some of the readings obtained between 23-aug-2019 and 19-sep-2019 were dated back to jan-2011. An in-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The advocate reported that the customer's blood glucose readings were not being stored in the memory of the contour next meter. During the call, the customer ran a blood test on the meter and the reading was properly stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.